Manufacturer narrative:
Analysis of the pump found that no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the pump ran out of drug due to use of the programmed dose, and the patient did not get a refill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-oct-17. It was reported that the manufacturer's representative was planning to try to send the pump out that day. It was noted that the manufacturer's representative already tried to send it through fedex but they would not let the manufacturer's representative because it was a biohazard. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-oct-20. It was reported that the device was sent in the mail on (B)(6) 2017. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving gablofen [2,000 mcg/ml] at a dose of 100 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that the patient had surgery to have the pump explanted on (B)(6) 2017. It was stated that the patient did not have any injuries related to the pump. It was noted that it was being sent back for analysis because at one point in the patient¿s therapy the patient¿s pump ran out of drug/went dry and they wanted to see if the pump was damaged at all from running dry. The patient got the pump refilled without incident or adverse events/adverse symptoms. The date of the event was unknown (asked but would not be made available due to a legal/confidential reason). No diagnostics or troubleshooting was performed. No actions were taken (note this is conflicting with the report that the pump was refilled and that the pump was explanted). It was noted that the pump had 12.7 ml of gablofen in it still. It was indicated that the pump would not be replaced in the future. At the time of the report the patient status was ¿alive ¿ no injury¿ and the issue was resolved. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.